Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was down and would not boot up. A field service engineer found that windows was not booting up and was stuck in an update loop, indicating a suspected corrupted software image, reimaged the station with application version 1.7.3 and had technical support center (tsc) remotely complete the configuration. After the process, the system returned to normal operation, and all tests and inspections were successfully completed. The system functioned as intended after the field service engineer and technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was down and would not boot up. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.